Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. Additional info has been requested. A copy of the article is available at www.painphysicianjournal.com.

Event description:
Literature: smith, clark, lin john, shokat max, dosanjh sonny, and casthely dionne. "A report of paraparesis following spinal cord stimulator trial, implantation and revision." Pain physician 2010; 13:357-363. Summary: this article discusses in detail of four occurrences of neurological complication after spinal cord stimulator (scs) implantation. All four pts presented with paraparesis after spinal cord stimulator trial or implantation. The cases involved injury secondary to epidural hematoma, cord contusion or thoracic disc herniation. Event 4: a (B)(6) female pt with a history of chronic low back pain and bilateral leg pain with associated numbness, who had two previous lumbar fusion surgeries and who also had mild mid-thoracic pain, experienced a worsening numbness and weakness in the legs with progressive inability to move the left lower extremity and some voluntary movement in the right lower extremity three days after scs implantation. The stimulator was removed and an MRI showed a large thoracic disc herniation at t6-7, 7-8 and 8-9 with spinal cord edema and severe thoracic spinal stenosis. The pt was given IV steroids. A CT scan showed: at t6-7 there was a large partially calcified anterior soft tissue density suspicious for a large calcified disc herniation with severe central canal compromise; at t7-8 there was a large left paramedian disc herniation; and at t8-9 there were calcifications in the anterior canal contributing to severe central canal stenosis. The pt underwent a left sided thoracotomy with discectomies at t6-7- 7-8 and 8-9 followed by arthrodesis and fusion at these same levels and decompressive laminectomy from at t7-9 with posterior instrumentation and fusion from t6 through t10. Following surgery, the pt had severe pain which was managed with morphine and oxycodone and underwent physical and occupational therapy. The pt was at a maximal assist level for bed to chair transfers. Twelve days after surgery, the pt was transferred to an acute inpatient rehabilitation center. Motor exam showed 3/5 strength in the right hip flexors, knee extensors and ankle dorsiflexors and 4/5 strength in the long toe extensors and ankle plantar flexors on the right. The left lower extremity hip flexors, knee extensors, ankle dorsiflexors, plantar flexors and long toe extensors progressed to 1/5 strength. After the 33-day stay, the pt required a wheelchair and rolling walker and maximal assistance for stair climbing, and was to continue outpatient physical and occupational therapy. The left ankle dorsiflexors, plantar flexors and long toe extensors had 4/5 strength, the left hip flexors had 2/5 strength and the knee extensors had 3/5 strength. See MFR report # 3007566237201104543 for a copy of the literature article.